Event description:
Per the clinic, the paient developed an infection around the implant site which was treated with a course of oral antibiotics (type not reported).the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.